Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.